Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The customer obtained unspecified high sensor scan compared to a competitor brand meter. The customer experienced symptoms of headache and abdominal pain, and was treated with serum and glucose administered by a non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event.